Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Testing was completed to assess electrode electrical performance and inner insulation integrity. Measurements [throughout these tests] were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing leading to an inappropriate shock. Subsequently a revision procedure was performed where the s-ICD and electrode were explanted. A transveneous implantable cardioverter defibrillator (ICD) system was successfully implanted and no additional adverse patient effects were reported.